Event description:
It was reported that the physician felt the inflatable penile prosthesis (ipp) was possibly undersized. It was also noted that there was a supersonic transporter (sst) deformity. A surgical procedure was performed to replace the cylinders and pump. There were no patient complications.